Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2016 with the following findings: investigation revealed that the battery cap threads were stripped and were unable to secure to the pump. Unrelated to this issue, investigation revealed that the audio bolus button was missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap threads were stripped and were unable to secure to the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/06/2016.